Manufacturer narrative:
The device has been received by olympus and the user facility report was confirmed. The evaluation results found a faulty power switch. Olympus service activities are currently in progress. Therefore, if any new information becomes available from the final service activity, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power switch on the clv-190 is not working. The information provided indicates this was discovered during procedure however, there was no additional information was provided. There was no report of any patient harm. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. Although the detailed information was requested, no further information was provided. As a result of the DHR review, it was confirmed that there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the confirmed that the design was changed as a resistance improvement of the power switch damage.. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: from the date of manufacture (B)(6) 2012, it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was exceeded the estimate because the product was a product prior to countermeasures due to a design change of the power switch.